Manufacturer narrative:
Section e: event was patient reported; facility information given in section e g2. Foreign: de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient handset was showing an error message. "Cannot provide stimulation.call you doctor, the required intensive is not available". The cause was noted to be a broken electrode, specifically electrodes 0-4 were noted as damaged but electrodes 5-7 working. They reprogrammed stimulation now with the working electrodes 5-7. The patient was going to test the new program to see if this offered sufficient pain therapy, and no further actions were planned yet. Additional information was received clarifying the "damaged" electrodes 0-4 was referring to impedance issues, specifically these electrodes had measurements of 40,000 ohms. Electrodes 5-7 were at 800 ohms. The cause of these issues was not determined, the patient was going to give their feedback to their physician regarding the new programming in place and the clinic will contact the manufacturer representative (rep) if further support is needed. There were no further actions planned.